Event description:
It was reported that on july 25th, during a 3dimensions procedure, the device was set for angulation and automatically turned around 180 degrees. A field engineer examined the console and it was determined that the c-arm buttons were sticking, and the c-arm buttons were replaced. The system was tested and it met the manufacturer´s specifications. No injury to the patient or staff was reported. No other information is available.